Event description:
The tech alleged the head of the stretcher is not lowering. No pt impact.

Manufacturer narrative:
The tech replaced the head cylinder and the release lever assembly to resolve the issue.